Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product will be sent back to boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product will be sent back to boston scientific for further investigation.

Manufacturer narrative:
Upon review, it was realized that there was a typo in the device serial number.